Event description:
The customer reported that her blood glucose result was 310 mg/dl and she was experiencing pain while wearing a pod. When she removed the pod, she noticed that the needle was sticking out. She said that the site took 1 1/2 weeks to heal.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle to retract, to determine its root cause, or to determine if it could have contributed to the reported hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.